Manufacturer narrative:
(B)(4). Date sent: 03/11/2020. D4: batch # t5c192. Device analysis: the analysis results found that the cdh29p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, in order to instigate the cause of abnormal rotation of the adjusting knob, the shrouds and frame were disassembled. One of the shroud pins was found in the track of the adjustment knob which is suspected to cause the abnormal movement. This condition however did not impact the function of the device. The event described could not be confirmed as the device performed without any difficulties noted. No conclusion could be reached on what caused the damage handle noted during the visual inspection. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk.   A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.   Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the event occurred during the low anterior resection procedure. After firing the stapler, the staples were properly formed, but the stapler line was not correctly formed in one place, and after checking, an anastomotic leak was identified. The patient had no consequences due to the improper formation of the stapler line because after detection they repaired the line. There was no delay in the operation.